Event description:
It was reported that the bd plastipak ¿ 3-piece syringe stopper was defective. Report 2 of 2. The following was translated from dutch to english: from 1 batch number 2 different syringes with discrepancies: 1 syringe what looks "dirty", with brown stains in several places (on the other side of the measuring scale and on the piece of the luer-lock. 1 syringe whose rubber is deformed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 02oct2023. H6: investigation summary: two samples and five photos were provided to our quality team for investigation. The samples were visually evaluated. One sample was observed to have a severely jammed stopper inside of the barrel. The observed condition was non-conforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. This condition is occurring below their expected frequency. Therefore, no corrective action is required at this time. Batch 2340654 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe stopper was defective. Report 2 of 2. The following was translated from dutch to english: from 1 batch number 2 different syringes with discrepancies: 1 syringe what looks "dirty", with brown stains in several places (on the other side of the measuring scale and on the piece of the luer-lock. 1 syringe whose rubber is deformed.